Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 294943) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Relevant retention test strips (lot 294943) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable inr results for 1 patient from coaguchek xs meter serial number (B)(4). The patient went to the physician for respiratory distress. At 8:30 am the result from the laboratory with venous blood was 2.45 inr. At 8:30 am the result from the meter with venous blood from the same tube was 3.2 inr. At 8:45 am the result from the meter with capillary blood was 3.3 inr. There was no allegation of an adverse event. The patient's therapeutic range was 2.5 - 3.5 inr.